Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 17:06:19. During night drain cycle six, the patient's ultrafiltration reading was 614ml, indicating the home patient (hp) drained 614ml more than their maximum programmed fill volume of 950ml. No further information was available.